Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 10/20/2010. Date of follow-up report : 01/26/2011. A visual inspection of the device revealed excessive eschar in the jaw hinge. The incident device was evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. The IFU for this device advises the customer to place the vessel and/or tissue in the center of [the jaw, not in the jaw hinge. Keep the instrument jaws clean as a build-up of eschar may reduce seal land/or cutting effectiveness, wipe the jaw surfaces and edges with a wet gauze pad as needed.

Event description:
The customer reported that during a hysterectomy, an end tone, indicating a completed seal cycle, was heard, but sealing was not completed. A new device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10/20/2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.